Event description:
Info received that infusion was high.

Manufacturer narrative:
Testing of the pump indicated it was above volumetric accuracy test parameters. Pump was calibrated to resolve the issue.